Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transseptal transcatheter mitral valve replacement (tmvr) procedure with a 29mm sapien 3 ultra resilia valve inside a pre-existing surgical valve in the mitral position. During the procedure, the implanting physician encountered difficulty advancing the valve across the surgical mitral valve. To improve wire trajectory and facilitate device tracking, the tip of the wire was snared from the aorta. This maneuver allowed the valve and delivery system to be advanced across the surgical valve. However, once positioned, the delivery system balloon failed to inflate when valve deployment was attempted, and blood was observed entering the atrion when negative pressure was pulled back. The physician then attempted to retract the valve and delivery system into the 16fr esheath, but the valve would not enter the tip of the sheath. As a result, the physician opted to cut the proximal end of the delivery system using wire cutters, and the 16fr esheath was removed over the remaining portion of the flex catheter shaft. A 26fr non-edwards sheath was then inserted over the flex catheter shaft and advanced into the femoral vein. The valve and remaining commander delivery system were subsequently removed from the body, and the vein was closed using a mattress suture. The physician ultimately elected to defer further intervention and bring the patient back for a repeat tmvr attempt at a later date. The patient remained stable throughout the procedure, and no injury to the patient occurred.